Event description:
Product introduced thru a regular guide and used in pt. When wire was removed, tech wiped down wire and noticed blue flecks peeling off wire. Continued to wipe down wire and captured flecks on gauze. Tech disposed of actual wire during case, but kept gauze with blue flecks in specimen bag for investigation.

Manufacturer narrative:
Based on details provided with complaint, the guidewire sample will not be returned for examination. The gauze returned for investigation was examined for pieces of coating material. The only material seen on the sample was ink from the packaging label that was included with the sample and a small piece of debris. Under magnification, the debris was found to be a piece of fabric material. No coating material found. Without the guidewire sample for examination and no guidewire coating found on returned gauze, this issue could not be verified and no root cause determined. Unable to determine a root cause for this issue; therefore, no corrective action will be taken at this time. Details provided with complaint state, the guidewire was used for a neurovascular procedure. The instructions for use provided with product states, the following indication: "aquatrack hydrophilic nitinol guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the peripheral vasculature."